Manufacturer narrative:
It is unknown if the device involved will be returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3004608878-2019-00017.

Event description:
This is 1 of 2 reports. Sus voluntary event report foi for manufacturers (mw5082076) was received on 08jan2019 with the following information: on (B)(6) 2018, there were two incidents occurred in the operating room involving mayfield skull clamps. In both cases, the patients sustained head lacerations from the clamps. In the first case, the provider was attempting to attach the clamp to the base and was adjusting the locks when the patient sustained a laceration. Additional information has been requested but no other clinical information has been provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for evaluation. The failure analysis cannot be completed due to the lack of information received to perform a complete investigation. The DHR cannot be perform, as the product ID, serial #and the lot #have not been provided. The reported complaint is unconfirmed. The root cause of this event is undetermined.